Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with unspecified antibiotics (route and frequency not reported) for a week for the event of peritonitis. It was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).